Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: scs-linear leads: upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7147127.

Event description:
It was reported that the patient stated that following the trial leads pull she developed bleeding and clotting around the spine. She was transferred to another facility and underwent emergent surgery to clear the clotting. It was stated that the patient became paralyzed from the waist down following the emergent surgery. The patient stated that she is now able to stand but not for extended periods of time, and is undergoing rehabilitation. The devices were not returned for analysis.